Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unusual noises during rewinding and rewinding taking longer time than usual. Buttons got stuck and has caused patient to be kicked from auto mode. Battery life was diminishing. Pump had rejected new batteries in the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.